Manufacturer narrative:
The investigation has been completed. No product was returned for evaluation. Clinical details noted that after removal of impella cp, the patient experienced no flow to right lower extremity and it was found that the perclose closure was pinched and a clot was present above the perclose closure in the right external iliac artery. A vascular repair was performed to excise clot from iliac artery. As the necessary information was not provided, the root cause of the thrombus and limb ischemia was not determined. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 4627 was inadvertently added twice on the previously submitted report. Code 4582 was reported incorrectly on the previously submitted report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The user facility reported a 68-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during support there was high purge pressure. Tissue plasminogen activator was added, and the purge cassette was replaced which did not resolve the issue. The decision was made to wean and explant the impella cp. Following the explant the patient had no flows down their right lower extremity. It was found that the perclose was pinched at the closure site and the patient had a clot in their iliac artery. Vascular surgery was consulted, and exploratory vascular surgical repair was conducted. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿